Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 450 mcg/ml via intrathecal drug delivery pump for an unknown indication of use. It was reported that the pump was not infusing correctly and that the patient experienced symptom return. It was noted that patient compliance may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. It was reported that first they had changed the catheter, and today as the symptoms returned they changed only the pump. The pump was explanted on (B)(6) 2017. It was noted that it was unknown if the issues was resolved at the time of this report. It was unknown if there were any other medications that the patient was taking at the time of the event. The patient¿s status at the time of the report was noted as alive ¿ no injury and it was unknown if the patient symptoms was resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was initially reported that they changed the catheter at one point but after additional follow-up with the manufacturer representative they reported that the catheter was not replaced. It was reported that the patient is fine and that the therapy is effective. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.